Manufacturer narrative:
Manufacturer narrative/corrected data contact office name/address (and manufacturing site for devices)name and address of manufacturer's contact office

Manufacturer narrative:
Concomitant medical products: additional components implanted on (B)(6) 2007 - pxc201200/05072934 (B)(4), pxc181400/05225188 (B)(4).

Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. At the time of repair the aneurysm measured 6.5 cm. The patient was then lost to follow up. On (B)(6) 2018, the patient had a follow up examination where it was revealed that the aneurysm measured 11.5 cm. Non-contrast computed tomography showed what appeared to be a proximal type I endoleak at the proximal neck, and distal type I endoleaks from both common iliac arteries. A reintervention is planned where the physician stated he will coil the left hypogastric artery, then extend both iliac arteries, as well as snorkel the left renal artery and place a cook aortic cuff at the proximal neck.